Event description:
It was reported that after crossing the saphenous vein graft lesion with the filterwire ez system, the dr pulled back on the delivery sheath and when it came out the tip of the delivery sheath was severed which did not allow the filter to deploy. The dr carefully removed the filterwire, successfully deployed a second filterwire and completed the case without any further problems. The pt did fine and there was no adverse effect throughout the procedure.